Event description:
It was reported that the bd relion pen needle was unable to deliver medication. The following information was provided by the initial reporter: "consumer returned my call, she reported needle clog during priming. She stated that there is no insulin flow."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?:yes. D9: returned to manufacturer on: 29-apr-2022 h6: investigation summary customer returned a total of 6 used 8mm, 31 gauge pen needles from lot 0140341. Inspection of the returned pen needles did not find any issues. Functional testing was performed by attaching the pen needles to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. The returned samples were undamaged and functioned as intended. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd relion pen needle was unable to deliver medication. The following information was provided by the initial reporter: "consumer returned my call, she reported needle clog during priming. She stated that there is no insulin flow."